Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump touch screen became shattered. Reportedly, the customer was unable to recall how the touch screen became shattered. The customer stated that the pump was still functional. The customer's blood glucose level was 140 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.